Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints were found for this lot number. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted upon completion of the investigation.

Event description:
The account reports they have received a procedure pack that has a hole in the bag.